Manufacturer narrative:
Device evaluation summary: the reported issue of error code 67 after boot up was confirmed during preliminary analysis. Correction b5: medtronic received information that prior to use of a bio-console instrument, it was reported that the instrument displayed error 67 (sc mpu timer reference frequency soft error) after boot up. The use of the instrument was unspecified. There was no patient involvement, so no adverse effect occurred. Additional review of the event shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. The malfunction that occurred, error 67 has not caused or contributed to a death or serious injury and the malfunction is not likely to cause or contribute to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a bio-console controller instrument, it was reported that the unit displayed error 67: (sc mpu timer reference frequency soft error) after boot up. Use of instrument was unspecified. There was no patient involvement, so no adverse effect occurred.